Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not giving any co2 (carbon dioxide) readings while monitoring on a patient. Bme said that it showed line block a few times and they tried using different lines and also replaced the water trap and the issue persists. No patient harm was reported. The bme returned the unit to nihon kohden for service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6, b7, and d10 . Attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/16/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 11/20/2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving any co2 (carbon dioxide) readings while monitoring on a patient. Bme said that it showed line block a few times and they tried using different lines and also replaced the water trap and the issue persists. No patient harm was reported. The bme returned the unit to nihon kohden for service.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving any co2 (carbon dioxide) readings while monitoring on a patient. Bme said that it showed line block a few times and they tried using different lines and also replaced the water trap and the issue persists. No patient harm was reported. The bme returned the unit to nihon kohden for service.

Manufacturer narrative:
UDI related data quality updates only. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the multigas unit was not giving any co2 (carbon dioxide) readings while monitoring on a patient. Bme said that it showed line block a few times and they tried using different lines and also replaced the water trap and the issue persists. No patient harm was reported. The bme returned the unit to nihon kohden for service. An exchange unit was sent to the customer in place of this unit. Evaluation summary: the device was received into nihon kohden repair center (nkrc) and was evaluated for the reported issue of unit not giving any co2 (carbon dioxide) readings, the testing did not replicate the reported issue. Physical evaluation of the device found the top cover and bottom chassis were found to have extensive cosmetic damage, however no fluid intrusion ws detected. Nihon kohden as a preventative measure replaced the pump, top cover , labels, rubber feet and updated the software version to the current revision. The device was retested post repairs and passed all manufacturing specifications. Investigation summary: we were unable to confirm the reported issue, as it was not duplicated during the evaluation process. However, we found cosmetic damage and recommended replacement of the pump, (as a preventative measure), and the damaged items, which the repairs were completed to resolve the issue. After the repairs, the device was subjected to testing and inspection and met specifications in all areas, and the device was returned to the exchange inventory. We were unable to determine a definitive root cause of the issue, however, it is possible the issue was related to the damage and/or due to a user related setup error. However, since we could not duplicate the issue, a definitive root cause cannot be determined. Device history review: a review of historical data does not reveal any significant trends, (as only 2 (two) incidents have been reported at the facility, for these devices or issues, in the past 3 (three years), that would contribute to any component failure that is related to the design or manufacturing of the device. Nk will continue to monitor trends. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/16/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 11/20/2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving any co2 (carbon dioxide) readings while monitoring on a patient. Bme said that it showed line block a few times and they tried using different lines and also replaced the water trap and the issue persists. No patient harm was reported. The bme returned the unit to nihon kohden for service.